Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Event description:
It was reported that the pump exhibited a blank screen and an alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 04-aug-2022 via email and attached to complaint object: the pump locked up and had a blank screen, no patient involvement. That is all the information that is relevant. H10: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 4000. H4: correction: device manufacturing date: 17-feb-2016.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt, the right plunger case and battery door were cracked. Error codes could not be retrieved from the ehl (event history log) due to constant alarm and blank screen. The customer reported issue was duplicated during the investigation as the device powered up with constant alarm and blank screen. Root cause of the reported issue is an incomplete upload process by the customer. Actions taken include uploaded software from base to the head of the pump which fixed the problem, performed power up process, preventive maintenance and all functional tests which passed. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.